Event description:
Provider states that the actuator motor for the power elevating legrest is physically broken off of the actuator, provider states it looks like physical damage. Provider did not have any additional information to provide.